Event description:
It was reported that two days post implant the lead warning triggered for high right atrial (ra) lead impedance. It was also reported that oversensing was observed. During the lead revision, the lead was tugged and it came out of the lead port. The physician insisted that the lead connection was secure at time of implant and this issue indicated that either the device was incompatible with the associated lead or the setscrew of the device was defective. The device was explanted and replaced with a new device and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.